Manufacturer narrative:
Age at time of event: patient was (B)(6) at the time of enrollment. Initial reporter address 2: (B)(6).

Event description:
It was reported that thrombosis occurred. (B)(6) clinical study: the patient underwent treatment with the study stent on (B)(6) 2017 as part of the (B)(6) clinical trial. The target lesion was located in right distal superficial femoral artery (sfa) with 100% stenosis and was 40mm long with a proximal reference vessel diameter of 6mm and distal reference vessel diameter of 6mm and was classified as tasc ii b lesion. Target lesion was treated with pre-dilatation followed by placement of a 6mm x40 mm study stent in the target lesion. Following post dilation, the residual stenosis was 0%. On (B)(6) 2020, the subject was diagnosed with intra-stent occlusion in the right sfa. On (B)(6) 2020, the subject was hospitalized for further evaluation and treatment. This event led to prolongation of the hospitalization. Medication was given and recanalization followed by stenting was performed to treat the upper right femoral artery. On (B)(6) 2020, the subject was discharged.

Event description:
It was reported that thrombosis occurred. Eminent clinical study. The patient underwent treatment with the study stent on (B)(6) 2017 as part of the eminent clinical trial. The target lesion was located in right distal superficial femoral artery (sfa) with 100% stenosis and was 40mm long with a proximal reference vessel diameter of 6mm and distal reference vessel diameter of 6mm and was classified as tasc ii b lesion.target lesion was treated with pre-dilatation followed by placement of a 6mm x40 mm study stent in the target lesion. Following post dilation, the residual stenosis was 0%. On (B)(6) 2020, the subject was diagnosed with intra-stent occlusion in the right sfa. On (B)(6) 2020, the subject was hospitalized for further evaluation and treatment. This event led to prolongation of the hospitalization. Medication was given and recanalization followed by stenting was performed to treat the upper right femoral artery. On (B)(6) 2020, the subject was discharged. It was further reported that the subject presented to site at the end of (B)(6) with recurrent claudication in right lower limb when walking and also walking distance was reduced between 50-100 mts. On (B)(6) 2020, abi was 0.64. Duplex ultrasound scan performed confirmed intra stent occlusion. On (B)(6) 2020, subject visited the site for protocol scheduled 36-month follow-up visit, per edc. Rutherford classification was 4. No action was taken at the time of diagnosis. Pain was managed with analgesics. On (B)(6) 2020, the subject was hospitalized for planned intervention. On (B)(6) 2020, 1174 days post index procedure, arteriography did not reveal any significant lesion at femoral tripod but revealed intrastent occlusion in middle third of the leg. Therefore, recanalization of the stent was performed using 5mm x 120mm balloon. Proper positioning of the material within the artery was verified and prolonged angioplasty was done using 5mm x 120 mm balloon, which restored the lumen but with persistence of significant intra-stent lesions, lesion at the origin and in the first centimeter after the stent. Hence, complimentary stenting was performed using a non-bsc 6mm x 150mm stent, the same was post dilated suing a 100 x 120mm balloon. Follow-up arteriography showed residual stenosis at the origin of previous stent, for which another 6mm x 40mm non-bsc stent was implanted and remodeled using 5mm x40mm balloon. Additionally, the distal part of stent was also dilated using 5mm x 40mm balloon. Final arteriography revealed satisfactory results with no significant residual lesion. Long term dual antiplatelet therapy was additionally introduced with kardegic to prevent risk of intra stent re-occlusion. On (B)(6) 2020, the subject was discharged.

Manufacturer narrative:
A2: age at time of event: patient was 56 years old at the time of enrollment. E1: initial reporter address 2: (B)(6).